Event description:
It was reported the lead developed phrenic stimulation and high threshold. The lead was extracted due to inability to undeploy lobes. The lead was replaced. No patient complications have been reported as a result of this event.(B) (4): it was reported the lead developed phrenic stimulation and high threshold. The lead was extracted due to inability to undeploy lobes. The lead was replaced. No patient complications have been reported as a result of this event. (B) (4) unable to place in adequate position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; it was noted that blood was found in the lobes and the overlay tubing which may have restricted deployment; full lead analyzed. Full lead. Visual inspection: it was noted that blood/body fluid blood and that blood was observed in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; it was noted that blood was found in the lobes and the overlay tubing which may have restricted deployment; full lead analyzed.

Event description:
It was reported the lead developed phrenic stimulation and high threshold. The lead was extracted due to inability to undeploy lobes. The lead was replaced. No patient complications have been reported as a result of this event.